Manufacturer narrative:
The pump is not available for evaluation. The device serial number was not identified and the pump was not isolated since the facility had known the nurse misprogrammed the pump. Baxter sales rep. Called to report, according to the reporting nurse, a nurse at the facility programmed the volume of the bag into the rate line of a colleague volumetric infusiion pump. The patient received the entire bag of integrilin in one hour. The patient was admitted to the hospital in 2007 for acute mi. On the next day, the nurse had hung a new bottle of integrilin 75 mg/100ml to infuse at a dosage of 1.2 mcg/kg/min. Reportedly, the nurse had changed what she thought was the volume to 90 ml confirmed and started the pump. She reportedly did not reset the volume and the pump switched to kvo. Another nurse came in and noticed the volume to be 0 and plugged in a rate of 90 instead of 9 thinking she was plugging in the volume line. The patient did okay until 2 hours later when he had difficulty breathing and had pulmonary edema. The patient was intubated and then sent to the cath lab hwere it was determined he had severe blockages, and was started on neosynephrine and epinephrine drips (dosages are unknown). Pt was taken to cat scan to see if there was a retroperitoneal bleed or bowel ischemia which were negative. The patient passed melanous stools and hematocrit down to 9 and previously was12. Lactate level was up to 7. The patient continued to be labile and patient's family withdrew life support at 9pm. The serial number for the pump is unknown. The event history was not downloaded but notes taken and given to the risk manager. Reportedly, prior to the event, the patient was on integrilin and heparin drips (dosage unknown).